Event description:
It was reported, to medtronic minimed. That the customer, experienced lost sensor alarm, no communication between pump to transmitter. The customer reported, no adverse event. The event involved product(s) mmt-7040a, mmt-1884l, mmt-7841zn. Customer reported, a loss of communication between the transmitter and the pump. Confirmed, transmitter serial number is programmed in manage devices screen. Pump in process of making multiple attempts to re-establish communication with the transmitter. No harm requiring medical intervention was reported. The customer will discontinue the use of the transmitter. Product return status for mmt-7040a is unknown, product return status for mmt-1884l is unknown. Mmt-7841zn was requested. And customer response was, the device will be returned.

Manufacturer narrative:
Unit received, with physical damage to cow catcher and all connector pins. Unable to perform functional test. Verify communication anomalies, due to physical damage. In conclusion, the customer complaint of loss communication could not be confirmed, due to physical damage. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.